Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the reported issue can be attributed to an electrical fault of a component or module within the display of the affected hrsvs.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. High resolution stereo viewer (hrsv) to correct the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Two of the hrsvs were analyzed and found to in system logs, the error 119 was found indicating the failure occurred in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto a golden system where the hrsv did not display any image, successfully replicating the reported complaint. The third hrsv was analyzed and found no issues were identified that could be related to the reported event. The unit was installed onto a golden system, where it functioned as expected. The unit underwent 10 power cycles, and no related errors were triggered. The unit was then left idle for 1 hour, and the image remained clear and sharp, with no flickering or lost signal observed during testing. The unit was found to be fully functional. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings). .

Event description:
It was reported that during a da vinci-assisted surgical procedure that the left eye was blank at surgeon side console (ssc) 2. The customer power cycled the system and the issue persisted. The surgeon continued the procedure on ssc 1. There were no reports of patient injury.